Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? The date of the procedures is unknown ¿ but between (B)(6) 2018 - (B)(6) 2018. What tissue layer was the vicryl rapide suture used on? Episiotomies. What was the tissue condition, (i.e., normal or thin, calcified, fragile, diseased)? Unknown. What post op date did the patient present with symptoms? A week after the procedure what was the appearance of the suture during the follow-up procedure? Suture was broken. Was the suture found intact and tissue pulled away from suture? No. Was the suture found broken and if so, where? Unknown. What are patients age, weight, prior medical conditions? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The "physican" are trying a different practice now and moved to use vicryl instead of vicryl rapid. What is the patient¿s current status? Good.

Event description:
It was reported that a patient underwent an episiotomy procedure on unknown date and suture was used. Approximately one week after the procedure, the patient experienced wound dehiscence. It was reported that the suture was found broken. The patient was hospitalized and sewn once again. The patient current status is reported as good. No additional information was provided.